Event description:
Info received on 10/18/96 indicates a revision surgeruy occurred on 4/4/96. It is uncertain which, if any, components were revised due to erosion. Co has requested add'l info. Add'l lot/ser no: ah648 005.